Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with radius plate on an unknown date. The plate was discovered bent on an unknown date. Plate was removed, date unknown. No further information was available.

Manufacturer narrative:
Lot number was given: it is not known what the part number is or if the lot number is correct. Will file additional information when received. The investigation could not be completed; no conclusion could be drawn, as no product was received.